Event description:
The customer states that the system won't track to the high kv. No patient injury was reported.

Manufacturer narrative:
The ge service rep found the system was arcing at the high kv shots. He cleaned the candle sticks and regreased it. He took some 120kv fluoro and heard no popping sound. The system is working as intended.